Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: was the device on a vessel/artery when it would not open? Yes. If yes, how was the device removed? (I.e. Cut off, forced opened) cut off. If cut off, did this cause a change in the plan of care for the patient? No. Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? N/a. Is this an experienced or relatively new enseal user? Experienced. What tissue was in the jaws when it device was removed/cut out from the tissue? No information. Was the tissue thick, dense and fibrous? No information. Approximately how many times had the fired the instrument? No information. Were they trying to advance the I-blade quickly? No information. How far did the I-beam travel down the jaws? (None, 1/4, half way, all the way) no information. Where staplers or clips used in the procedure? The same place as the device was used at. Did the patient have prior surgeries (possibility of staple jamming the jaw)? No information. Was the device in the locked or unlocked position prior to using the device on the stuck tissue? No information. Was any force applied to the handle/lever prior to removing the device? No. Did the generator give a replace, fault, complete or control light? No information. After the case, and prying the device open was the device opened and closed? No. Was the device active with the generator? Yes. Was energy being applied when transecting? Yes.

Event description:
It was reported that during an open prostate procedure, the jaws became not to open, because the jaws clamped a metallic clip. The device was removed by cutting off both sides of the jaws with a bipolar or a scissors. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Added additional information: the device was received with the jaw damaged due to a metallic clip between the jaws. The device was functionally tested and it was found that the jaws were not able to open and close due to the embedded metallic clip. The inability to cycle the I-blade because the clip was in the jaw prevented the jaw from closing. The clip was removed and the jaw opened and closed as expected. Functional testing was done and passed all tests. It is recommended that caution should be used when cutting near stable lines or metallic objects.